Event description:
It was reported on (B)(6) 2012 that the patient was having back issues. The patient hurt her back and the pain was directly over her implantable neurostimulator (ins) and down her right butt cheek. The patient was bending over to pick up a pot or pan and pulled a muscle; however, the patient felt that her injury was not related to her device or therapy. The patient had used a massaging device over her ins and leads but it had not caused any issues. Additional information received on (B)(6) 2012 reported that while stimulation was turned on, the patient felt stimulation in the wrong location. The patient felt vibrations in her chest with the stimulation amplitude set at 0.0 volts. The patient felt the sensation the previous day while using a battery-operated external massaging unit to aid in the management with a back injury. The patient was in the ER later that night for the chest vibrations; despite the patient's vibrations being 'so strong,' an EKG and chest x-rays did not find anything. The patient had not had problems with her ins the previous 1.5 years. No fall or trauma was associated with the chest vibrations. The patient's back injury resulted from her 'twisting wrong while getting a pan out of the oven.' The patient's attempt to turn the stimulation amplitude down to 0.0 volts did not change the chest vibration sensation but did stop the vibrations in her vaginal area. It was planned that the patient was to see her physician on (B)(6) 2012. Additional information received on (B)(6) 2012 reported when using a battery-operated back pad, the patient felt pulsing in her chest. The patient received assistance from her physician on (B)(6) 2012 and her concerns were resolved. The patient's physician was 'not sure if this could happen but did check [the patient's] 'box' and determined it was firing ok.' The patient still had concerns regarding her device/therapy but was working with her physician and/or manufacturer representative. It was planned that she was to have her next appointment on (B)(6) 2012.

Manufacturer narrative:
Product ID: 3095-10, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 3093-28, lot#: v573632, implanted: (B)(6) 2010, product type: lead; product ID: 3093-28, lot#: v573632, implanted: (B)(6) 2010, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).